Event description:
Reference imp # (B)(4).

Manufacturer narrative:
(B)(4). When reviewing similar reportable events for concerto devices, we have found a number of cases with similar fault description. The failure mode is related to a failure of the side rails: they were old and worn. The trend observed for reportable complaints with this failure mode is considered to be low and stable. (B)(4). The device was inspected by an arjohuntleigh representative at the customer site and found to be out of the specification, the device was being used when the event occurred in the way that contributed to the event since the pt fell off the device. The safety catches act as a locking mechanism of the side rails. There are two side rails on each device and on each side rail there are two safety catches. The side rail not being into place is visually detectable before use: even more so, since the instruction for use of the device identifies the issue using safety warnings as well as the device should be maintained in time intervals, safety catches should be change every year and malfunctioning device should be taken out of use. We have not been able to find any contributing manufacturing anomalies. The root cause of the complaint was found to be a use error as our investigation is showing that if the IFU safety warnings are followed and will not lead to any pt or caregiver risk.